Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (45 mg/dl). Reportedly, the pump carbohydrate ratio needed to be adjusted for the customer's lunch time boluses. Tandem technical support guided the customer through adjusting the pump carbohydrate ratio. Customer addressed low bg levels with sugar pills.